Event description:
Hcp reported that the patient loss drug effect despite increase in dosage. The dye study was inconclusive. The catheter was cut at connector during removal. The device was explanted and returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.